Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of asaql073 showed no other similar product complaint(s) from this lot number.

Event description:
Per IV rn: sherlock 3cg sensor used with siterite 8 often loses the PICC/magnet detection. Nurse stated that when they advance the PICC the, the sherlock does not pick up a signal and the lollypop does not appear. They tried resetting the machine multiple times without success. Nurse reported that yesterday they had to exchange a PICC because it was malpositioned. The patient had a fibrillation but the lollypop was not working.